Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up at 00:00. The review of system log files showed that geometry movement was not available, and communication issue. Upon troubleshooting, the fse found that the ethernet switch in r cabinet did not power on. To resolve the issue, the fse replaced ethernet switch in r cabinet and the defective ethernet switch was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The system was in clinical use for treatment of gastrointestinal bleeding at the time of the reported event. The patient was moved to another system to have the procedure completed. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.